Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Subsequently, a cartridge alarm occurred during the load sequence. A cartridge change was performed resolving the issues. The customer¿s blood glucose level was 288 mg/dl.